Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the trocar from the lap cholecystectomy kit stabbed an artery in the mesentery. The 16 yr old pt had to be opened. On 8/4/1998 the rep reported a 511sd from kit fdc10, lot #l4a706 was used. The pt did not require a transfusion as far as the or staff knows.